Manufacturer narrative:
(B)(4). Device analysis: the analysis results of the pouch device was received for analysis. In addition, the tyvek was returned along with the instrument. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal." A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch device broke while trying to retrieve the gall bladder from the patient. One of the gall stones fell back into the patient but was retrieved. No part of the actual device fell into the patient. No additional device was needed to complete the procedure. There were no patient consequences reported.